Manufacturer narrative:
The footswitch was replaced and the suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device paired intermittently with the laser system during preparation for use. Attempts were made in multiple rooms in the facility with the same result. There was no harm or user injury reported due to the event. This report is for the footswitch. The laser system was being reported on medwatch# 3003790304-2023-00094.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, the final root cause of the footswitch pairing intermittently was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the device. Information provided in d4 (serial number).